Manufacturer narrative:
(B)(4). Batch # r58w62. Investigation summary: the analysis found that one plee60a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. One gst60d cartridge reload was received. The reload was received with no apparent damage and fully fired. The event described could not be confirmed as the cartridge was received fully fired with no apparent damaged. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information requested and received: was there any adverse patient outcome? If yes, was there any medical or surgical intervention performed? No. No.

Event description:
It was reported that during a sleeve gastrectomy, the surgeon and the operating room staff noticed that when the knife blade was retracting on a gold load, a tiny shaving, of what looked like part of the cartridge appeared in the proximal 'window' of the cartridge tray. I was able to secure the cartridge and shaving (in ziploc bag) and stapler handle. He was confident that it only happened with the gold reloads. No patient consequence.

Manufacturer narrative:
Product complaint # (B)(4). Corrected data: investigation summary: the analysis found that one plee60a device was returned with no apparent damage and with one gst60d cartridge reload loaded on the device. The reload was received fully fired and with damage on cartridge deck. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the knife was noted nicked. One possible cause for this type of damage to the knife and cartridge is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.